Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of twisted catheters is confirmed but the root cause could not be determined. Thirty 13 fr powertrialysis dialysis catheter kits were returned for evaluation. An initial visual observation showed the thirty kits returned in 6 boxes. Two separate lots (rehs3893 and rehu2460) were returned throughout the boxes. Boxes 2, 3, 4 and 5 contained lot rehs3893. Box 6 contained lot rehu2460. Box 1 contained a mix of both lots. Sample kits 1 and 2 were returned opened. Sample kits 3 through 30 were returned unopened. During a visual observation of each returned catheter, it was observed that the catheters from kits 1, 2, 12, 13, 22, 23, 26 and 30 were twisted along the catheter shaft. A functional test of taping each twisted catheter to the table revealed the catheters from kits 1, 2, 12, 13, 22, 23, 26 and 30 would sit perpendicular to the surface of the counter. The catheters that were observed to be twisted were present in both lots. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that perhaps the catheter is twisted, but if the long side of the flat catheter is fixed parallel to the skin at the insertion site, the long side of the suture wing section becomes perpendicular and cannot be fixed. As a result, the suture wing part can only be fixed with the long side of the catheter parallel to the skin, and the insertion part can only be fixed with the long side perpendicular to the skin. There was no reported patient injury. (B)(6) 2024 - it was reported this occurred with five devices. 30 devices were returned for evaluation. Eight of the returned samples were twisted along the catheter shaft. This report addresses the eighth twisted device.